Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Inadequate bone quality was achieved. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Bone quality at the time of implant failure was type IV. Doctor unable to achieve primary stability @ time of surgery.